Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the device was received in a disassembled condition. Moreover, the tip of the screwdriver shows slightly traces of use which are not relevant to the reported complaint condition. In general, the device is in a good condition.the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: the device was reassembled in reverse order according the disassembling instruction . Multiple disassemble and reassemble attempts have shown the complained malfunction of "device couldn¿t be assemble" could not be replicated. Summary: our investigation has shown that the complaint condition is unconfirmed as the reported issue could not be reproduced. Based on the functional check outcome the device is functional as per design intended and per disassembling instruction. In any case the reported complaint condition is likely a result of improper handling during its use. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: a device history record (DHR) review was conducted: part number: 03.010.473, synthes lot number: 4l99782, manufacturing site: hägendorf, release to warehouse date: 09. Sep. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery with the inter-lock screwdriver in question. Before the sterilization, the nurse tried to assemble the screwdriver, but they were unsuccessful. During the surgery, the surgeon was also unsuccessful in assembling the screwdriver. After washing the devices, the sales rep attempted to assemble it, but she could not.. The sales rep was able to assemble another inter-lock screwdriver (demonstration product). The sales rep could not slide the ring part on the shaft part of the screwdriver. She tried to fit the shaft part into the handle¿s chase, but it was difficult to fit and after fitting, the shaft part was stuck into the chase. No further information is available. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).